Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and the cartridge was successfully reloaded onto the pump. The customer's blood glucose was approximately 174mg/dl.